Manufacturer narrative:
(B)(4). The pipeline flex will not be returned for evaluation as it was implanted in the patient. Thrombosis is a known inherent risk of intracranial stenting procedure and are documented in the pipeline flex instruction for use. The cause of thrombosis could not be determined based on the information provided. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event.

Event description:
Medtronic received report that a thrombus formed in a pipeline flex during a procedure. The patient was being treated for a ruptured, saccular aneurysm in the left internal carotid artery (ica). Aneurysm measured 2mm max diameter and 2mm neck diameter. Landing zone artery size was 2.33mm distal and 3.18mm proximal. The vessel was minimally tortuous. The pipeline flex and accessory devices were prepared as per IFU. After placement of the pipeline flex, a small thrombus developed in the device. The physician administered intra-arterial reopro, then systemic reopro and heparin. The thrombus was resolved. There were no reports of patient injury as a result of this event. Post-procedure angiographic showed slowing of flow into the aneurysm and no thrombus present in the device. There was no report of any device issue.